Event description:
It was reported that low impedance was noted during a device change-out procedure, and that x-ray revealed a kink in the lead at the anchoring sleeve. The lead was abandoned and replaced, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.